Event description:
It was reported that initially there was difficulty establishing telemetry, then the device could not be interrogated and there was no magnet response. The patient's heart rate was noted to be about 60 paces per minute. It is unknown if the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.